Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer woke up with the pump beeping. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to clear the alarm. Customer was advised to perform the rewind process again, but they received another alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/tilted drive support disk. All of the alarms recorded properly in the insulin pump's alarm history file. No alarm history anomaly noted during testing. Prime test, occlusion test were not performed due to motor error alarm. The device had cracked belt clip slot, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corner, scratches on the reservoir tube window and scratched case.